Event description:
Healthcare professional reported that the device was explanted, due to an alleged port leak. There is no add'l info about the event at this time.

Manufacturer narrative:
Taper ii. Analysis noted evidence of coring in the damaged port septum likely to have been caused by the use of a coring needle. The port tubing (this is the portion of tubing located between the stainless steel connector and the port. Not the stainless steel connector and the band) had non-penetrating nicks with evidence of missing material. The band tubing was broken with striations consistent with surgical removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."